Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was not getting a reading from his dexcom g7 sensor after changing it 20 minutes ago. The sessor was showing as connected and was getting a reading of 74 mg/dl blood glucose on his dexcom app. When starting to troubleshoot with the agent, the patient declined assistance and declined answering the blood glucose questionnaire. The user stated they would figure it out themselves. No further information regarding any adverse event was provided.